Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts were made to obtain additional information from the customer. There was no response from the customer to follow up questions. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product was received by medela on (B)(4) 2013. A breach in the housing was noted on (B)(4) 2013. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/20011 complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 12k ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse was blow. See scanned page.

Event description:
The customer reported that the power adapter for their pump in style device did not work.